Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-03567. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular lead exhibited high impedance and the left ventricular lead exhibited high impedance and high capture thresholds. No intervention was performed. The patient was in stable condition.